Manufacturer narrative:
Loose connections between tubing and connector. Batch records indicate no such problems of this nature. The bond strength of the sleeve to tapered elbow was measured on the device with 23.59lbs on average required to remove the sleeve from the elbow. The internal diameter of the sleeve and the outside diameter of the tapered elbow were measured and were found to be within blueprint specifications. The returned unit had the bond strength of the tapered elbow to sleeve assembly measured on the device with the average 18.65lbs required to remove the sleeve from the elbow. The internal diameter of the sleeve and the outside diameter of the tapered elbow were measured and were found to be within blueprint specifications. The returned unit did not cause injury to the patient. The reported problem was not detected on examination of the returned unit. The reported problem did not occur in house. Historically co has always worked on the guidelines from co that 101lbs was sufficient bond strength for the tapered elbow to sleeve bond strength. Co has improved co's mfg process where the load required now to remove the sleeve from the tapered elbow is approx 85-95lbs. A copy of this complaint will be forwarded to co's facility for review.

Event description:
After the intubation all three tubes could not be inflated because of cuff leakage. The pt was toothless and the intubation was made as gentle as possible. All three tubes were used for the same pt.